Manufacturer narrative:
Based on the available info, this event is being reported as a serious injury. A review of the batch record and retain eval could not be performed without a lot number. A review of the complaint trend for the previous 12 months was performed and this is the only complaint identified for this complaint type and device type. There is no indication of complaint trend based on this review. No nonconformance or corrective action preventative actions (capas) relating to the primary reason for this device complaint were found in the nonconformance reporting system for the previous 12 months of case creation. Based on the investigation conducted, this complaint cannot be confirmed. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info becomes available, a f/u report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific mfg site, thus both potential mfg site numbers are listed below.

Event description:
A territory sales manager reported fissures at the opening of the anus. The pt is at a 45 degrees angle due to a vent 'situation.' The device was discontinued on the pt. The territory sales manager discussed proper positioning techniques. On (B)(4) 2011, the territory sales manager was contacted for further info and a voice mail message was left.